Event description:
Overdelivery reported. The pump was set to infuse morphine 1mg/ml at a continuous rate of 0.5mg/hr with a pca dose of 1mg and a 10 minute pt lockout interval. A nurse reports that a new morphine vial was started at about 4pm. Approximately 45 minutes later, the pump gave a "high pitched, ugly screaming sound" and the display had a repeating message of "malfunction." The pt was noted to be "sedated" with respirations of 8-10 per minure compared to previous respirations of 18-20 per minute. It was determined that 10ml of morphine could not be accounted for when comparing the amount of morphine in the syringe and the amount listed in the memory as having been delivered. The pt was losely monitored for the next 2 hours until his respiratory rate returned to 18-20 breaths/minute. A replacement pca pump was then used to continue morphine analgesia. No additional information was available.